Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient had a blood glucose level of 864 mg/dl for which the patient was hospitalizaed for 3 days a couple of weeks ago. The high blood glucose level was treated with injection.the patient was feeling sick, unwell tired, weak chest pain. The patient was hospitalized on (B)(6) 2024 and went to home on (B)(6) 2024. No further information was available.